Manufacturer narrative:
The balloon catheter was returned to edwards for evaluation. Visual inspection revealed that a broken piece of balloon was returned separately. The distal end of the balloon was observed to have separated from the guidewire lumen. All balloon pieces, however, were accounted for on the returned device. Kinks were observed in the guidewire lumen, likely due to shipping of the device for return ¿ unrelated to complaint. Balloon single and double wall thickness measurements were taken along the tear in the balloon to ensure that the wall thickness was within specification as a thin wall could contribute to a balloon burst. All measurements met specification. No relevant functional testing related to balloon burst was unable to be performed due to the returned condition of the inflation balloon (balloon burst and separation). The complaint for balloon burst was evaluated and confirmed through visual inspection. During manufacturing, the balloon catheters undergo multiple 100% inspections and product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaints for ¿balloon ¿ burst¿ and ¿balloon ¿ separated¿ were confirmed. Per report, ¿the balloon burst was attributed to the patient¿s calcification.¿ the patient had a 31 mm mitral surgical heart valve and the procedure was performed in the tricuspid position. Additionally, it was learned that the valve-in-valve intervention was performed after an implant duration of 36 years due to tricuspid stenosis. These patient factors (tricuspid stenosis) would have contributed to the observed balloon burst and separation. Once the balloon burst, it can create difficulties retrieving the balloon catheter. Additional efforts / forces applied during retrieval led to the separation of burst balloon. The report indicated that ¿upon removal, the ruptured balloon ¿got stuck in the vein.¿¿ there is no information in the description of the complaint that indicates that any procedural factors contributed to the event. While over-inflation can also burst a balloon, available information indicates that patient factors (tricuspid stenosis) may have contributed to the reported events. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient factors may have contributed to the events. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a valve-in-valve (sapien 3 in 31mm mitral surgical heart valve) procedure in the tricuspid position, the bav balloon ruptured once it reached 100% inflation. Upon removal, the ruptured balloon ¿got stuck in the vein¿ and a cut down had to be performed in order to retrieve the distal end of the balloon. The vessel was subsequently surgically repaired. The 29mm sapien 3 valve was successfully implanted and the mean gradient reduced from 15mmhg to 1mmhg. The patient was discharged approximately 1-2 days post procedure in stable condition. The patient received a blood transfusion ¿ eight units were requested, however, the amount transfused is unknown. Cell saver was used. The balloon burst was attributed to the patient¿s calcification.